Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after nearly 4 months dental implant was installed intraoral region 12#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved and the patient presented bone type IV.